Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There were ¿pump not primed¿ warnings observed in the black box data on the date of the reported issue. The pump successfully completed a rewind, load cartridge, and prime sequence with no alarms emitted. The piston was able to rewind and advance fully. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 hours with no loss of primes or alarms occurring. The pump was opened and no damage was found to the force sensor circuit. The original complaint could not be duplicated or verified. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 400 mg/dl with small ketones and confusion associated with a motor issue. It was reported that the piston rod was not fully retracting. During troubleshooting with customer technical support, the pump was unable to complete a full rewind. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the alleged motor issue.